Manufacturer narrative:
H3: the results of the product analysis found that no fault found with mainframe. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). H3: the results of the product analysis found that no fault found with mainframe. H4: device manufacturing date: 02.12.2019 h6: fdm-b01, fdr-c19, fdc-d14 & d20 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, there was interference with electrocautery and emg response, as a popping sound was heard even though the probe was not placed on the patient. There was no patient impact.